Manufacturer narrative:
Fowler.

Event description:
It was reported by service report that the gas cylinder needed to be replaced. The gas cylinder was leaking on the stem of the cylinder and it was drifting when weight was applied. No pt involvement or adverse consequences are reported.